Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced high blood glucose levels for about one hour on (B)(6) 2026 which was treated with insulin pump and changed the infusion set. No further information available.